Manufacturer narrative:
According to the complainant the device has been discarded and will not be returned for investigation. It was reported the cannula was bent and possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level rose to 21 mmol/l (378 mg/dl) while wearing the pod between 37 and 48 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (arm). Additionally upon removal, the patient observed the cannula being bent at a right angle. As treatment a new pod was applied. The pod has been discarded.